Manufacturer narrative:
The drill bit could not be removed by the surgeon as the surgeon assessed that it would cause increased morbidity to the patient. There is currently a minimum of 0.1mm clearance between the drill bit and drill guide, which could have caused the drill guide to get stuck. Dbk 030 shall be updated to have an increased clearance.

Event description:
Dbk 030 broke, a piece was left in the patient. According to (B)(6) (sales rep), the drill bit got stuck within the drill guide and because the drill bit was stuck, it warped and a piece of the drill bit was broken off and left within the patient. The surgeon had no interference when inserting the screw where the drill bit broke off and the case went on.